Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2015 to replace the abutment due to skin overgrowth. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.